Event description:
Pt admitted for laparoscopic hiatal hernia repair, nissen, and lap cholecystectomy. Anesthesia induction done without incident. Abdomen was insufflated with co2 at 0731. At 0733, pt was pulseless, no o2 sat, etco2 =15. Pt in pea with thready carotid pulse <30 sec. Chest compressions stated and acls protocol initiated. Abdomen opened and explored with no bleeding noted. Pt transferred to (B)(6) hospital by paramedics. Pt expired in ed. Case reported to medical examiner-family refused autopsy. Biomed called to evaluate stryker insufflator (B)(4) 2014. Biomed reported that insufflator was defective. Co2 setting was set at 151/min however, actual pressure at 38mmhg and going as high as 51mmhg. Insufflator quarantined and removed from service.